Event description:
The rondo 3 audio processor was returned severely broken. There is a substance on the device that_s liquid. Received images of the device show an oxidized magnet, and also a magnet compartment with liquid residues, which clearly come from an external liquid exposure. Images of the battery show some slight oxidation of the battery contacts, which could potentially be from a leaking battery, however, due to the severely damaged device status it could also be due to external liquid.

Manufacturer narrative:
Conclusion: according to the information received the rondo 3 audio processor was returned severely broken with a liquid substance on the housing of the device. Device investigation revealed a broken housing mots likely due to improper handling of the device. A leaking battery can be ruled out, due to the battery housing being mechanically fully intact. This is a final report.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The rondo 3 audio processor was returned severely broken. There is a substance on the device that's liquid. Received images of the device show an oxidized magnet, and also a magnet compartment with liquid residues, which clearly come from an external liquid exposure. Images of the battery show some slight oxidation of the battery contacts, which could potentially be from a leaking battery, however, due to the severely damaged device status it could also be due to external liquid.